Manufacturer narrative:
Multiple attempts to follow-up with patient to gain additional information were unsuccessful. There is insufficient information to determine if the reported problem may have caused or contributed to the reported adverse event.

Event description:
Patient reported catheters were getting stuck upon removal and have caused infections.